Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2022 for recurrent (B)(6) driveline infection with bacteremia. The patient presented with septic shock and elevated international normalized ratio (inr). The patient decided to pursue comfort care and was discharged to a hospice house. The patient passed away on (B)(6) 2022 from sepsis secondary to driveline infection. The device operated as expected and the patient's death was not considered to be device related.